Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and performed a precision run for the entire modular chemistry (mc) side of the instrument. The fse was able to confirm the event. The fse found the mc collar wash valve was not consistently vacuuming when washing the probe. The fse replaced the following hardware components which include the mc syringe drive assembly, mc level sense bead, mc crane tubing, mc sample probe, mc collar wash, and mc collar wash valve to resolve the issue. Since multiple parts were replaced, the primary cause of the event was not determined. The fse verified instrument operation.

Event description:
The customer obtained false high crem (creatinine), bunm (urea nitrogen), glucm (glucose) results and/or false low glucm results for eight (8) patients, involving the unicel dxc 800 pro synchron system. The customer became aware of an issue when patient samples tested for bunm and crem were failing delta check and several samples were generating "suppressed" (no result generated) bunm results. The customer repeated the samples on an alternate dxc and obtained crem, bunm, and glucm results considered correct. The customer stated one false low creatinine result was reported outside the laboratory and later amended. ((B)(6) results on patient data attachment) the results from (B)(6) were not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.